Event description:
It was reported to philips that the system was giving geometry reset errors which could prevent geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary procedure. The procedure was completed after geometry restarted. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry reset error due to failure in the computer¿s firewall. A review of the system logfiles found an issue with firewall. Upon troubleshooting actions, the fse identified that the cisco firewall was unresponsive. The fse replaced the cisco firewall. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system after restarting the geometry, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.